Event description:
It was reported by the customer's spouse that the customer had problems with the insulin going down. Customer was putting extra with no carbs. Customer did not receive a no delivery alarm. Customer's blood glucose level was 259 mg/dl. Troubleshooting was performed. Pump passed the priming test. Customer will be sent a tubing clamp and will call back once it is received to continue troubleshooting. Customer was advised to change out the entire set, reservoir, and insulin. Customer's spouse called back and pump passed the high pressure test. Pump was functioning as designed. Customer was advised to monitor the pump. Customer's spouse called back again and the customer was having high blood glucose levels of 475 mg/dl. Customer has arthritis and was advised to go on manual injections until they can contact their health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.